Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30840214m and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a 93-year-old female patient underwent an atrioventricular nodal reentry tachycardia (avnrt) ablation procedure with a ez steer¿ nav bi-directional electrophysiology catheter. The patient suffered complete heart block requiring a temporary pacemaker and scheduled a permanent pacemaker. Upon the ablation ending, the patient went into complete heart block. Temporary pacing was being conducted and the patient was scheduled for a permanent pacemaker. Additional information was received. The physician¿s opinion on the cause of this adverse event was that it was patient condition related. The patient received a pacemaker. The patient outcome was unknown but assumed to have improved after getting a pacemaker. The physician believed the result was due to weak conduction after being in tachycardia for so long.